Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported receiving an adhesive issue with the freestyle libre 2 sensor, reporting the sensor prematurely detached after 2 days of wear. Replacement product was ordered however, due to a delivery issue the customer was unable to test and therefore experienced a medical event. Customer reported requiring treatment of glucose by third-party and no further information was provided. There was no report of death or permanent injury associated with this event.